Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure as defective sample probe and dirty sample pot. The fse replaced the sample probe and cleaned the sample pot to resolve the issue. The system performance was verified without further issues. The system returned to normal operation. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported false high patient results for sodium (na), potassium (k), and chloride cl) on the au5800 clinical chemistry analyzer. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.